Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an ar-1588btb-2j tightrope® ii btb bunched up and would not pass through the button. This occurred during an acl reconstruction on (B)(6) 2024 when the suture bunched up and would not pass through the button when putting the graft together. The device was removed, and the case was completed using a second ar-1588btb-2j.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the visual evaluation and information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.